Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (serial #(B)(6)) displayed "tcm ID:06" (ce post failure) error message was confirmed during the further functional testing and event log review. The root cause for the reported complaint was due to a defective danfoss module controller, as a result of normal wear and tear and/or due to a defective component. The thermogard console was manufactured in july 2014 and is 7 years old, past its expected serviceable life of 5 years. Unrelated to the reported complaint, during visual inspection of the thermogard console, it was noted that the cold well cap assembly and pan drip were missing. These types of missing parts could be attributed to user mishandling. The missing parts were replaced to remedy the issue. Also, the casters were loose and base threads were damaged, likely attributed to wear and tear. The casters were tighten and the damaged front caster base threads were replaced to address this issue. The event logs were reviewed and confirmed the occurrence of multiple tcmid:06 error messages on the reported event date, thus, confirming the reported complaint. During overnight burn-in testing, the thermogard console passed the functional test requirements with no error or fault. Upon electrical currect bypass testing, the danfoss module controller did not meet its manufaturing specification, the max reading was at 7.6 a, over the limit of 7.0 a likely due to a degraded danfoss controller. A defective danfoss module controller can cause tcm ID:06 error, thus confirming the reported complaint. The danfoss module controller was replaced to address this issue. Also, the 3.0v lithium battery was low in voltage readings. The root cause of the low voltage battery was likely attributed to normal wear and tear. This battery issue is unrelated to the reported complaint. The lithium battery was replaced to address this issue. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard xp ivtm system serial # (B)(4) displayed "tcm ID:06" (ce post failure) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.